Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing, loss of output and was fractured. It was also noted that the right atrial (ra) lead had higher, but stable, thresholds and that the left ventricular (lv) lead had insulation damage due to previous explant of a different lead and was fractured. The rv and ra leads were explanted and replaced and the lv lead was previously repaired and was not explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5072 implantable pacing lead 2005 (B)(6); 4194 implantable pacing lead 2005 (B)(6). (B)(4).